Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer was on an international flight and was not feeling well. They looked at the insulin pump and noticed it was not working. They changed the battery but was not able to turn on the device. The customer¿s blood glucose level was over 500 mg/dl. They treated with a back-up insulin pump. Troubleshooting was performed but the display did not return. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.